Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the single leaflet device attachment (slda) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported poor imaging is due to challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring one additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Visualization was difficult due to the patient's rotated heart axis. The first clip delivery system (cds) was advanced to the mitral valve and placed. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip implanted for stabilization. Two clips implanted, reducing the mr to 1-2. No additional information was provided.